Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history verified boluses of 2.55 units and 2.4 units on (B)(4) 2012. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without any unprogrammed boluses occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed and were accurately recorded in the pump history. The keypad was also investigated and no button contact issues were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump delivered boluses without user intervention. While reviewing the bolus history of the pump, the reporter noticed boluses of 2.55 units and 2.4 units that were delivered on (B)(6) 2012. The reporter denied that she and the patient did not deliver the boluses. The reporter denied that the patient was playing with the pump or that there was a keypad issue. The reporter did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered 2 boluses that were not programmed by her or the patient. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.